Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unknown imloa locator abutment fracture inside the implant. Locator abutment screw was removed. Implant remains implanted.

Manufacturer narrative:
One unknown locator abutment was received for investigation. Product returned without original package; therefore, unable to verify part/lot number information. Visual inspection was performed and found that the abutment dimensions meet requirements for part 08432. The abutment has severe wear at the coronal surfaces, and broke at the post minor thread. No manufacturing defects were found. Lot history review could not be performed since no zest lot number was provided by the customer. The reported fracture was confirmed through visual evaluation as the thread fracture during function. The most likely root cause of the failure mode it may be associated to insufficient tightening torque at placement, overloading of the abutment in function or not retightening the abutment at prescribed intervals.

Event description:
No further event information available at the time of this report.